Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿intracapsular rupture.¿ device explanted. Right side.

Manufacturer narrative:
A visual analysis of the returned device identified, weight to the spec and an opening on posterior. A microscopic analysis was performed which identified, a striated opening on posterior. Based on the device analysis, the final assessment is: a striated opening on posterior assessed, as surgical damage.

Event description:
Healthcare professional reported, right side ¿intracapsular rupture¿. The device was replaced.